Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was received with a missing pullback gear in the clutch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
Reportable based on analysis completed on 31oct2013. It was reported the mdu could only be pulled back via control panel. During procedure, when automatic pullback was attempted mdu failed to perform pullback. Control panel was then used and pullback was performed. No patient complications were reported. However, analysis found a missing pullback gear.